Event description:
It was reported by voluntary report (B) (4) that a pt was suffering from back pain sometime post-op. X-rays revealed that there were 2 broken rods. It was reported that the pt has pseudoarthroses which the attending surgeon believes is the probable reason for the broken rods. The failure required intervention.

Manufacturer narrative:
(B) (4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.